Manufacturer narrative:
(B)(4). The device was evaluated by a philips bench technician and the reported symptoms were recreated. The power pca was determined to be faulty. The power pca was replaced to resolve the issue. The device passed all performance assurance testing and was returned to the customer. This was a malfunction of the power pca.

Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator failed the pads/paddles ECG test and the pacer test. There was no patient involvement.